Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The suture came off of the needle without being used. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. A visual inspection of the scanning electron microscope photos was performed. The needle exhibited amounts of intergranular and possibly some transgranular failure. These failure modes are not common for this type of needle, which typically fails primarily in a ductile manner. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The returned sample was found to be out of specification. The evaluation found a broken barrel of the needle.